Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. The allegation of 'under infusion' could not be evidenced through review of the event history log (ehl). The device was found to deliver within specification during flow testing. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced widespread claims of under infusion during therapy (medication, dose, programmed amount and delivery rate unknown) using unspecified tubing, bag, and set. The problem was found during patient infusion, isolated to one specific department which is the intensive care unit (ICU). There was no known patient injury or medical intervention associated with this event. No other information is available.